Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending (lad) artery, a 2.75x15mm rx trek balloon dilatation catheter was advanced to the lesion and inflated successfully. During removal of the balloon dilatation catheter slight resistance was met and a portion of the distal shaft, approximately 30 cm, including the balloon was noted to be separated. The separated portion remained in the lad. Reportedly, the balloon was completely deflated prior to removal and it is unknown what caused the resistance. The separated portion was retrieved successfully using a non-abbott guide catheter extension. The procedure was concluded successfully and there were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.